Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, probable causes were assessed, including damage or deterioration of components, environmental factors such as dust, dirt, or humidity, optical issues, and overheating. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing issue identified as a contributing factor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the insertion tube boot on the videoscope was chipped. No patients were involved.